Event description:
On (B)(6) 2026, a patient underwent an ascites percutaneous drainage procedure using the navarre opti drain under ultrasound guidance. During procedure preparation, it was identified that the trocar needle length was excessively longer than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one electronic photo was provided for review. The photo shows three drainage catheters in which trocar needle was noted to be protruded from catheter tip of all the three catheters. Although the needle was protruded from all the three catheters in the provided photo, it is not sufficient to determine if the product meets the specification. The investigation is inconclusive for reported trocar needle length issue as the provided photo was not sufficient to confirm the reported issue and the issue cannot be verified without physical sample. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent an ascites percutaneous drainage procedure using the navarre opti drain under ultrasound guidance. During procedure preparation, it was identified that the trocar needle length was excessively longer than the catheter. The procedure was completed using another device. There was no patient contact with the reported device.